Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. It was reported the pocket was shallow to touch, and the corner by the header was slightly red. The patient was treated with antibiotics for one week. There were no additional adverse effects reported. This crt-d was explanted.